Event description:
A customer reported that the t:slim x2 pump's battery would not charge. There was no reported adverse impact. The customer resolved the issue independently by using the original charging supplies and leaving the wall adapter connected to a working outlet for at least 30 minutes, after which the pump began charging again.